Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 07913.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate migration of the sapien prosthesis toward the left atrium, at the points where sutures could not be placed caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate migration of the sapien prosthesis toward the left atrium, at the points where sutures could not be placed caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral (valve in mac, mitral annular calcification) position. As there are no specific IFU or training materials related to valve in mac procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Through review of medical article received from greece, "pushing the hybrid approach to the edges, three stories in one: a case report", a 75-year-old woman with severe mac and previous surgical aortic valve replacement with a 21mm non-edwards valve, presented with pulmonary edema due to a severe regurgitation of the mac valve. Conventional surgery was discarded due to patient frailty as well as percutaneous transeptal delivery of bev due to inhomogeneous distribution and risk of lvoto. A minimally invasive hybrid approach was performed endoscopically via 4cm right mini-thoracotomy on femoro-femoral cpb and beating heart. A 29mm sapien 3 valve was successfully implanted in mitral position with no lvoto and mild pvl, which was deemed acceptable. Due to the enormous amount of calcium, only two sutures could be placed anteriorly. Seven days after the procedure, the patient was admitted with worsened pulmonary edema due to severe aortic regurgitation due to a rupture of the aortic non-edwards bioprosthesis valve right cusp. The medical team hypothesized about a balloon overstretching during the mitral valve implantation that could have deformed the already degenerated surgical aortic non-edwards valve, leading to loosening and subsequently rupture of its right cusp. Another hypothesis was that the elimination of the mitral regurgitation with the subsequent increase in the lv stroke volume could potentially have contributed to the accelerated bioprosthesis aortic valve degeneration. A new 23mm non-edwards transcatheter valve was implanted together with 2 stents using the 'double chimney' technique in aortic position resulting in immediate hemodynamic improvement. The patient remained stable during the following days; however, progressively deteriorated again with pulmonary edema and hemolysis. On day 17 after the mitral procedure, toe revealed severe pvl of the 29mm s3 valve in mitral position due to posterior migration towards the left atrium at the points where sutures could not be placed. A second 29mm sapien 3 valve was implanted transeptally in mitral position on a lower position towards the lv, sealing the gap between the first s3 and the calcified mitral annulus. Final toe demonstrated significant reduction of the pvl from grade IV to grade I. A pacemaker was implanted subsequently for intermittent complete heart block. This was felt to be an almost expected outcome, given the multiple interventions in close proximity to the atrioventricular node. The patient was discharged in a good state after 55 days. The patient remained asymptomatic 12 months after hospital discharge.

Manufacturer narrative:
Investigation is ongoing. The dates of the events are unknown; however, the article was accepted for publication on july 1, 2024. Therefore, the 'submission for publication date' was used as the occurrence date. Citation: sotirios dardas, petros dardas, nikolaos mezilis, dimitrios tsikaderis, theodoros kofidis, pushing the hybrid approach to the edges, three stories in one: a case report, european heart journal - case reports, volume 8, issue 7, july 2024, ytae333, https://doi.org/10.1093/ehjcr/ytae333 this is one of two reports being submitted for this case.